Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Blood glucose reached 40 mg/dl but the customer could not recall the cause of the low blood glucose level, reportedly customer consumed carbohydrates to address the issue.. Reportedly, the customer continued using the existing cartridge for insulin therapy.